Event description:
Same case as: 2134265-2009-05291. It was reported that post a coronary stenting drug eluting treatment procedure, thrombosis occurred. Prior to the index procedure, the pt presented to the emergency room with chest pain and was found to have inferior wall st elevation on ECG. Emergent angiography was performed and revealed a 70% stenosed lesion in the proximal circumflex (cx) and 99% stenosed lesion in the obtuse marginal (om) with thrombus just beyond the stenosis. After angiography was performed, heparin and integrilin were administered. The right groin was accessed with a 7 french 3.5 catheter and 0.014 choice pt guidewire was advanced to the cx and crossed the 70% stenosis and the 99% stenosis and placed distally. A 3.0x15mm maverick balloon was advanced and used to perform angioplasty at the two lesion sites. Next a taxus express2 stent 3.0x12mm was advanced and deployed to the mid cx and a taxus express2 stent 3.0x16mm was advanced and deployed proximally. Angiography revealed excellent results with no residual stenosis or thrombus. Plavix and aspirin were prescribed at discharge. Plavix was taken for one year and then discontinued. Aspirin was continued indefinitely. Approximately 32 months post procedure, the pt presented with prolonged unprovoked severe chest pain. In the emergency room, inferior st segment elevation and acute myocardial infarction (mi) were noted. The pt was emergently taken for angiography which revealed the cx occluded proximally prior to the first taxus express2 stent. Ivus (intravascular ultrasound) showed some proximal in-stent restenosis of the more proximal stent. Heparin and integrilin were administered. Next an xb 3.5 guide catheter was advanced. Then a non bsc guidewire and non bsc extraction catheter were advanced to the site of thrombus. Flow was restored. Ivus was used and the proximal stent was ballooned with a quantum balloon to high pressures. The non-bsc extraction catheter was advanced again and used in the more distal stent due to ongoing "haziness" in the area. Then the area was ballooned with a quantum 3.0x12mm balloon at high pressures. The procedure was completed with excellent results and no residual lesion or thrombus was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.